Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device communicated appropriately with the programmer and paced and sensed normally. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that all functions of this device were found to be within specifications.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular lead experienced a syncopal episode due to oversensing that led to pacing inhibition with a few seconds of asystole. The decision was made to remove and replace the lead and device. The explanted device was returned for analysis. No additional adverse patient effects were reported.